Manufacturer narrative:
H6: investigation summary: customer returned a total of sixty pen needles. The loose tear drop labels included in this group indicate that these are 8mm, 31 gauge pen needles from lot 0154611. Thirty samples were separated for testing. All of these pen needles were visually inspected prior to testing for needle clogs. One of the returned pen needles has had its cannula bent at the proximal end of the hub¿s needle cannula. This would prevent normal testing for clogs. Additionally, this damage would prevent the needle from properly attaching to the pen, giving the impression that the needle was clogged during use. Based on the damage present, the needle bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining 29 pen needles were attached to a test pen filled with saline. The pen was primed and saline was pushed through the system. These pen needles functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, bd¿s investigation found that one of the thirty returned pen needles tested had a bent cannula on the non-patient end, which could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needle bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text : see h10.

Event description:
It was reported that 50 pen ndl 31ga 8mm 100 bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that there was no insulin flow when priming. Verbatim: consumer reported, no insulin when priming pen needle stated, 10 pen needles affected. Stated, does not over tighten".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 50 pen ndl 31ga 8mm 100 bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that there was no insulin flow when priming. Verbatim: consumer reported, no insulin when priming pen needle stated, 10 pen needles affected stated, does not over tighten."